Event description:
It was reported that an ilet user experienced hyperglycemia with a reported blood glucose of 372 mg/dl despite changing out components twice and having no caloric intake since the evening prior, with plans to continue monitoring and call back if values did not decline. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included no reported injury, no emergency treatment, and no hospitalization. Investigation included a review of device use and troubleshooting education conducted with the user. Investigation of this case revealed insufficient information to identify a device malfunction or user error. It was concluded that the cause of the hyperglycemia was unclear and a device-related malfunction could not be determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.